Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an episode of ventricular oversensing due to far p wave oversensing was observed on the device. It was discussed to continue to monitor because this was an isolated incident. There were no adverse health consequences to the patient.